Event description:
It was reported that during an explant procedure on (B)(6) 2023, the patient's lead had fractured and was unable to be removed. Surgical intervention may occur in the future to address the issue. It is unknown which lead contributed to the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI:(B)(4), serial: (B)(4), batch: 8166570.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the patient's lead was removed on (B)(6) 2023.